Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a fracture. A new lead was implanted at the same surgical intervention. The right atrial (ra) lead also presented the same issues. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issues. A new lead was implanted at the same surgical intervention. The right atrial (ra) lead also presented the same issues. No additional adverse patient effects were reported.